Event description:
It was reported the patient received a power on reset (por) error code on the patient programmer. The patient was first aware of the por the day of the report. The patient had never turned the implant off. It was mentioned an a back MRI was to be performed at .3t, but this setting was not recommended. It was stated that a manufacturer representative would be at the MRI to clear the por.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va057ly, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).